Event description:
I would like to inform you about new odsiii complaint. Please refer to the customer complaint form attached for more details. Please see the message from our customer as well: the physician would appreciate some feedback regarding what may have occurred. Could this potentially be related to the positioning of the sheath in the left atrium? Device will be returned. This event occurred during patient contact (during implantation process). The delivery system was flushed per the IFU. The inner dilator and sheath were advanced over the guidewire into the left atrium, after which the dilator and wire were removed. The operator had trouble aspirating from the sheath hub, with only a small amount of blood return obtained. The guidewire and approximately half the length of the dilator were reinserted to confirm that the sheath remained correctly positioned within the left atrium. These were then removed; however, aspiration from the sheath hub remained unsuccessful. A replacement sheath was offered but declined, and the pre-loaded device was advanced through the existing sheath. The pfo device was successfully implanted and deployed. Following completion of the case, the sheath was inspected and flushed, at which time a clot was expelled. The observed difficulty with aspiration may have been related to intraluminal obstruction (clot/thrombus), as suggested by clot retrieval on post-procedure flushing. However, this cannot be conclusively determined. The operator expressed dissatisfaction with the sheath performance due to difficulty achieving adequate aspiration.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Integer is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by integer which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, integer, or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, integer, or its employees, that the report constitutes an admission that the device, integer, or its employees caused or contributed to the event described in this report.